Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow block alarm and customer tried all the remedies. The blood glucose was 270 mg/dl. The customer had not tried different cannula lengths. The customer was not confident anymore that the pump is still working as designed. The customer advised the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per healthcare professional instructions. The customer advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.